Event description:
It was reported that a user experienced hyperglycemia after a complete supply change and dexcom g7 sensor replacement while using the ilet system, with reported glucose readings of 397 mg/dl and 374 mg/dl on cgm, and the user contacted support to inquire about increasing glucose. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-care, and no hospitalization. Investigation included interview with the user and review of device usage context. Investigation of this case revealed an undetermined cause of hyperglycemia with no confirmed device malfunction. It was concluded that the event was user-reported hyperglycemia of unclear etiology with no injury and no confirmed device issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.